Event description:
(B)(4). (B)(6). Cramping sharp/stabbing pelvic pain itching, burning, stinging, stabbing of vaginal entrance (vulvodynia) breast pain/tenderness abdominal spasms/ twitching/ fluttering bacterial vaginosis sexual dysfunction (unable to orgasm or feel pleasure) bleeding between periods (metrorrhagia) hot flashes bleeding/spotting after sex night sweats ovarian cysts pain back, joint, chest, leg, breast, neck, spine, hip chronic pelvic pain all over body aches/pain coils/device issues coil displaced neurological, mental health headaches or migraines dizziness tingling sensations numbness anxiety/panic attacks mood swings numbness/tingling in extremities (hands/feet) blood issues anemia/ iron deficiency/low ferritin others weight issues (loss/ gain) insomnia.

Event description:
(B)(4). Since I last reported, I have started having nausea and vomiting before my menstrual, extreme pelvic pain, allergic reaction to device, device displacement causing pain, and more bleeding in between periods. I am currently scheduled to have a hysterectomy in a few weeks ((B)(6) 2016).